Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was 176 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer also reported that on (B)(6) 2016 customer began to throw up and was not able to hold his head up. The paramedics were called due to low and high blood glucose. Customer was taken to the hospital. Customer's blood glucose was 52 mg/dl and 484 mg/dl. Customer had diabetes ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. Customer was released on (B)(6) 2016. Customer reported to have been hospitalized twelve times within five years.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to loose drive support disk. However, the insulin pump passed the displacement test, self-test, a21 error test. All operating currents are within specification. Off no power alarm functions properly. Unable to perform the occlusion test and excessive no delivery test due to a33 alarm and prime anomaly. The insulin pump was received with minor scratched display window, cracked display window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot, missing reservoir tube o-ring, a partially broken reservoir tube lip and a slightly corroded battery tube.